Event description:
The aid misinterpreted the photo of the proper way to attach the sling, resulting in the resident fracturing a hip.

Manufacturer narrative:
The aid did not attach the sling correctly and the pt fell during the transfer and fractured their hip. User guides are clear in instructing as to the proper and safe use of the product. Manufacturer contacted facility. Facility stated the event was caused by user error. The facility has trained their aids on proper use. The device remains in service. MDR filed based on alleged serious injury.